Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system prior to surgery and it did initially power on without errors. The procedure was completed using the force triad.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a prostatectomy - radical w/o lymphadenectomy procedure, the customer experienced a c-34 error on the erbe screen. The technical support engineer (tse) was contacted, who confirmed the c-34 error and verified that there was no magnetic interference next to the tower. The customer attempted a power cycle and a hard power cycle on the erbe, but the error immediately returned. Despite the issue, the surgeon was able to activate the monopolar function without issues, but the bipolar function was not available. The tse assisted the customer with integrating the force triad, allowing the procedure to continue with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found system logs confirmed multiple c-34 errors, with additional m-11 errors. During failure analysis, the issue was replicated as the unit showed c-34/c-00 errors on startup, and additional c-00 errors were found in erbe logs. Unit will be sent to the manufacturer for further investigation. Visual inspection showed severe damage to the front bezel, with cracks on all corners except the lower right and impact damage near monopolar port 2. Scrape marks were present on the top cover, both bottom housing screws had sheared heads, and stickers showed slight peeling. An excessive gap was also noted between the cover and housing on the rear left side. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.